Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-9621-30t tap broke during a case. During a reverse total shoulder case, while tapping for the central mgs screw, the tip of the tap broke off inside the glenoid. The surgeon tried to dig it out and washed out the bone but could not confirm that the piece was removed. The central hole that was previously tapped, was then drilled out and a post was put in its place to complete the case.